Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue is associated with a hardware design issue, which caused the flag hub to loosen on the motor shaft of the blender assembly, causing the blender flag to over travel its intended setting, resulting in inaccurate oxygen delivery. The issue has been address on a engineering correction order (eco) 82961 and CAPA (B)(4). Additionally, a voltage issue with a transistor within the transducer communication alarm (tca) was found to cause a solenoid from closing.

Manufacturer narrative:
Field service rep evaluation: the vyaire field service representative (fsr) performed the operational verification procedure (ovp) of the device and isolated the issue to the gas delivery engine (gde) component. The fsr replaced the gde component and returned the device to the customer working to service specifications. The reported alarm condition is believed to be a loss of oxygen (o2). No loss of fio2 alarm is associated with the device alarm script. Failure investigation: the suspect gde component has been received by vyaire but the investigation is not complete. The completed investigation will be included in a supplemental report. The suspect gde component has been received by vyaire but it is still under investigation. The completed investigation will be included in a supplemental report.

Event description:
The customer reported during patient use a " loss of fio2" alarm, while using nitric oxide, a specialty gas, with this device. The customer reported no patient harm with this event.